Event description:
In 1999, pt underwent transvaginal fascial sling and repair of cystocele using bovine pericardial patch. Postop the pt experienced persistent urinary retention that finally had to be managed with use of a supra pubic catheter. In 2000, pt had graft removed, repair of cystocele and repair of surgical site.